Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one electrode, #15, had impedances over 40,000. Corrective action was taken to alleviate the problem, but could not be resolved. The leads were wiped and the battery port was suctioned.